Manufacturer narrative:
For the reported event, lot number was not provided. The sample was not returned for evaluation and medical records were provided. Unintended movement was confirmed for the device. A root cause has not been determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dl900j. Vena cava filter allegedly experienced unintended movement. This report was received from a single source. This event did involve patient with no reported patient injury. The patient is (B)(6) years old, female, however; the weight was not provided.